Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that station was frozen intermittently. A technical support specialist has requested permission to bring the station down. The database size was confirmed to be healthy, and logs showed a data error requiring the sysadmin role. No hardware failures were found. The database was backed up, and the application was repaired, but the error persisted. Past case 02436367 confirmed that medication names must be 18 characters or fewer. The customer was advised to refer to registered pharmacist for changes. The system functioned as intended after troubleshot by the technical support specialist. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es would freeze intermittently whenever user tried to pull medication. There were no adverse events or injuries reported based on this incident.